Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that approximately three weeks post implant, this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock. A request was made to have data from the device analyzed, specifically looking for a possible morphology change or femoral block. Technical services (ts) reviewed the data and confirmed there was a shock delivered due to a morphology change with oversensing. To avoid future shocks of this origin, recording a reference subcutaneous electrocardiogram (s-ECG) of the altered morphology was recommended. Ts asked that all vectors in the modified morphology are included so that, if necessary, they can reprogram to a less susceptible detection vector. Besides the inappropriate shock, no other adverse patient effects were reported. Additional information received indicates this patient received two inappropriate shocks while jogging. A reference s-ECG obtained in (B)(6) 2025 showed a right bundle branch block (rbbb) was recorded during exercise. Ts was consulted by the health care professional (hcp) who questioned if there are any further options for programming or if a switch to a transvenous system is necessary. Besides the inappropriate therapy, no other adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that approximately three weeks post implant, this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock. A request was made to have data from the device analyzed, specifically looking for a possible morphology change or femoral block. Technical services (ts) reviewed the data and confirmed there was a shock delivered due to a morphology change with oversensing. To avoid future shocks of this origin, recording a reference subcutaneous electrocardiogram (s-ECG) of the altered morphology was recommended. Ts asked that all vectors in the modified morphology are included so that, if necessary, they can reprogram to a less susceptible detection vector. Besides the inappropriate shock, no other adverse patient effects were reported. This device remains in service.